Manufacturer narrative:
Product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, initial capture was good with the device; however, a proper placement was not achieved along the septal position as well as the apical septal position and into the apex. During this time, it was noted that capture thresholds were inadequate/high and impedance was high. The leadless ipg implantation system was removed from the body, and noted that a blood clot had formed at the tip of the leadless ipg, which was washed off and cleaned. The leadless ipg delivery system was reintroduced into the body again. Proper placement of the device and proper capture was achieved. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance cardiovascular group clinical study.